Event description:
The pump involved in this report was returned by the customer for "inaccurate flow rate" found during routine preventive maintenance testing. During eval of the pump by baxter, it was found to deliver below specification. The reporting facility indicates there were no pt incidents associated with the use of this pump.